Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient had their reservoir replaced because they had a hernia. The device worked will prior to the hernia repair. No other adverse patient effects were reported.